Event description:
(B)(4). I got it in 2009 and since then have developed a thyroid condition. I use diet and exercise to stay off meds. I have experienced heavy sweating, rapid heart beats, severe migraines, severe pain in the lower area. Even in the vaginal area. I have gained weight ( I did personal trainers, weight watchers, boot camp) nothing works. Now I have arthritis in my lower back and hip. There is a constant burning/ripping feeling on both sides in my lower area. I am bloated and uncomfortable. I can not sleep. I have records of going for xrays/MRI/ultrasounds to figure out what is wrong. Honestly I have never felt good with the coils in. But my gyn has passed away since then. I was recently in 2 emergency rooms (ers) with extremely heavy bleeding and serve pain.